Event description:
It was reported that an employee cut their right index finger on the IV pole bracket. The user was treated with liquid skin adhesive to repair the cut.

Manufacturer narrative:
The manufacturer is not able to evaluate the device because the hospital is not able to identify the stretcher involved in this event. Neither a model number nor a serial number can be supplied by the user facility.